Manufacturer narrative:
The software, including product number and version number, was added to the concomitant products grid.

Event description:
During patient registration of a navigated procedure utilizing the cranial map module, mask registration failed multiple times. This caused a 30 minute delay in the procedure, and the surgeon switched to anatomical landmarks for registration using the mask for tracking. No adverse consequences or medical intervention were reported with this event. The case was completed successfully using navigation.

Manufacturer narrative:
The reported event of failed mask registration can be confirmed but no product malfunction was identified. The patient was not scanned regards the imaging protocol which was identified as a potential cause of the failed registration.

Event description:
During patient registration of a navigated procedure utilizing the cranial map module, mask registration failed multiple times. This caused a 30 minute delay in the procedure, and the surgeon switched to anatomical landmarks for registration using the mask for tracking. No adverse consequences or medical intervention were reported with this event. The case was completed successfully using navigation

Event description:
During patient registration of a navigated procedure utilizing the cranial map module, mask registration failed multiple times. This caused a 30 minute delay in the procedure, and the surgeon switched to anatomical landmarks for registration using the mask for tracking. No adverse consequences or medical intervention were reported with this event. The case was completed successfully using navigation